Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with trace diffuse lamellar keratitis of the left eye one day following lasik treatment. The topical steroids were increased. Upon additional follow up it was reported that the patients symptoms have resolved and they are on a steroid taper. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.